Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: investigation revealed the display screen was discolored. Unrelated to the complaint, the pump¿s label was found to be damaged. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display. This report is made based on results of the investigation performed on (B)(6) 2015.